Manufacturer narrative:
The authorized service provider (asp) observed that the touch screen was misaligned, and it was not improved even after calibration of the touchscreen, then it was improved by replacing the touchscreen. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that during inspection, it was observed that the devices touchscreen did not respond. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Pil tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found.